Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The unit was received pressurized. A foot pedal and a depleted battery were included. The foot switch cable had 2 dented areas and a pinched area. A functional evaluation was performed. The device powered up and did not appear to make a louder than normal noise doing so. The device failed the weight test. The piston migration was at 1.9 inches. The customer foot switch did not de-pressurize the device. A test foot pedal de-pressurized the unit. 30 movements were performed on the device and the unit did not go limp. A continuity test was performed on the wiring of the customer foot pedal with a multi-meter. The black wire tested as open. The complaint was confirmed. The root cause is determined to be defective wiring within the foot pedal. Factors that could have contributed to the reported event include an impact, kinking or excess pressure event inconsistent with intended use. This event could have cause a short or defect in the cable to cause the device to go limp. The failed weight test has a root cause of seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded the failures were repeat issues. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Event description:
It was reported that during setup the spider arm went limp in the middle of the case, while there was a fully charged battery on the unit. The neumatic noise the machine make when the spider was activated sounded wrong. There was backup device available and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.